Manufacturer narrative:
An event of embolism, stroke and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. It was reported that the patient had shaggy aorta and had a high risk of embolism associated with the procedure which may have contributed to the reported event of embolism. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. However, there was no allegation of malfunction against the navitor valve. From medical review "the patient died four days post procedure. There is no evidence of device malfunction."

Event description:
It was reported that on 18 july 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient was under local anesthesia during procedure. After the deployment of the navitor valve, the patient was not verbally responsive. An emergency contrast-enhanced computed tomography (CT) scan was performed, and there were multiple cerebral infarctions noted. The cause of stroke was unknown. The patient was reported to be undergoing treatment. Exact type of intervention was unknown. The patient status was unknown. Subsequent to the previously filed report, additional information was received that the patient died on (B)(6) 2023 due to embolisms seen throughout the body. The patient had a "shaggy" aorta and a high risk of embolism associated with the procedure. There was a large amount of plaque present especially in the aortic arch, which was confirmed before surgery. It was believed that plaque embolized when the balloon aortic valvuloplasty was conducted during the procedure. The bav was conducted with a 20mm non-abbott balloon.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the patient died on 22 july 2023 due to embolisms seen throughout the body. The patient had a "shaggy" aorta and a high risk of embolism associated with the procedure. There was a large amount of plaque present especially in the aortic arch, which was confirmed before surgery. It was believed that plaque embolized when the balloon aortic valvuloplasty was conducted during the procedure. No additional information was provided.

Manufacturer narrative:
An event of embolism, stroke and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Information from the field indicated that after deployment of valve a computed tomography (CT) scan was performed, and there were multiple cerebral infarctions noted. It was reported that the patient had shaggy aorta and severely atherosclerotic aorta which had a high risk of embolism associated with the procedure which may have contributed to the reported event of embolism. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. However, there was no allegation of malfunction against the navitor valve. From medical review: "the patient died four days post procedure. The possible causes of the emboli could be the valve procedure (bav and deployment) and/or the severely atherosclerotic aorta. There is no evidence of device malfunction. The ultimate cause of death could not be determined with the information provided to abbott but embolic stroke and emboli to other organs are known complication to tavr procedure. This patient also had severely atherosclerotic aorta, which may have also contributed to the emboli".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The patient was under local anesthesia during procedure. After the deployment of the navitor valve, the patient was not verbally responsive. An emergency contrast-enhanced computed tomography (CT) scan was performed, and there were multiple cerebral infarctions noted. The cause of stroke was unknown. The patient was reported to be undergoing treatment. Exact type of intervention was unknown. The patient status was unknown.